Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular filter kit was returned for evaluation. Received components are dilator, pusher catheter, introducer sheath, filter storage tube, touhy-borst adapter, and filter. The dilator was returned loaded to the introducer sheath. The pusher catheter was inserted inside of touhy-borst adapter and filter storage tube. Filter was returned with all legs present and uncrossed. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is inconclusive for the reported activation, positioning or separation problem and premature activation problem as there is no proper evidence to confirm the alleged failure. A definitive root cause for the reported activation, positioning or separation problem and premature activation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021), g3, h6 (device, method) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the filter placement procedure, the filter deployed prematurely. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that during the filter placement procedure, the filter deployed prematurely. The procedure was completed by using another device. There was no reported patient injury.